Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that additional non-sustained lead noise episodes were observed. The clinician reported that the patient had fallen in (B)(6) and hits the device on a corner of a table. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed during a routine device check. The patient was asymptomatic. Oversensing was not reproduced via movement tests. Monitoring of the patient was recommended. No further information is available.